Event description:
It was reported to MFR, by facility, per facility, there was one c.n.a. Present at the time of the incident. Resident was in bed, bed was in the highest position and all four rails were raised. Allegedly, while the c.n.a. Was providing care to the resident, she rolled the resident on their side. Then allegedly, the resident somehow rolled off the other side of the bed and fell to the floor. Per facility, the resident went through the middle of the two side rails. Side rail padding also used. Another MFR, cornerstone medical air mattress was on the bed at time of incident. No RMA was issued because MFR of bed/rails are sending our service team (emsar) into facility to inspect the bed and rails per the facility request. Per field service report findings of 23, "bed is functioning as intended, no mechanical or physical defects found, all functions of the unit are working properly. In addition, we inspected and reviewed the side rails, rails were locking properly, no defects found with the fails. The bed and rails are functioning as intended."